Event description:
A caller reported that the pump battery would not charge. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.